Manufacturer narrative:
(B)(4). Medical products: disc xs hum 3.5x84mm lt flange cat: cp561029 lot: 0338770. Source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported a patient underwent an initial elbow arthroplasty. Subsequently, due to fracture of distal humerus bone, revision surgery was performed. During the surgery, condyle screws came out easily, therefore, the surgeon assumed that metallosis may have occurred between the implant and the screws.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products confirmed that there is no discoloration to the male or female threads as they do show signs of wear. Dimensional analysis was performed on the threads. The hexalobular condyle locking screws of the print shows major thread both were in tolerance. The humeral flanged elbow thru diameter of two thread holes were measured. The pin passed all the way thru the two threaded holes. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for why the humerus bone fractured. As for the the screws being easily removed during the revision surgery, no device problem was identified that would have caused or contributed to the reported event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h10 per previous investigation, this product did not cause or contribute to the event. This report will be investigated under medwatch: 0001825034-2022-01563. This report will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.